Event description:
Customer reported to beckman coulter, inc. (Bec) that the immage immunochemistry system gave vacuum out of range error and both probe wells overflowed with wash solution. Customer reported that the instrument was also giving a noise. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a torn vacuum diaphragm. The fse rebuilt the vacuum pump.

Manufacturer narrative:
(B)(4).